Event description:
Lead perforation; my mom underwent a pacemaker placement surgery on (B)(6) 2020. The lead, a (B)(6) tendril sts 2088tc perforated her right ventricle causing pericardial tamponade. An emergency pericardiocentesis was performed which returned 250 ml gross blood. Because of the perforation, no anti-coagulation medication was given. She suffered a stroke on (B)(6) 2020 and died on (B)(6) 2020. My mom was (B)(6) and my dad's main caregiver. She leaves behind 2 daughters, a son, 9 grandchildren and 4 great grandchildren. High blood pressure, paroxysmal atrial flutter, sick sinus syndrome, cardiac tamponade, complication of procedure. FDA safety report ID# (B)(4).